Event description:
Additional information received indicated surgical intervention may take place at a later date.

Manufacturer narrative:
Describe event or problem - additional information was obtained.

Event description:
It was reported that the patient had their ipg replaced (B)(6) 2018. Effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss in therapy due to their ipg becoming inoperable. Troubleshooting was unable to provide resolution. No surgical intervention is planned at this time.